Manufacturer narrative:
The service rep repaired the filament system. The system operates as intended.

Event description:
The customer reported a system overload fault. No patient injury was reported.